Event description:
It was reported by customer that the introducer would not advance. When it was removed and inspected, a notch was noted where the inner and outer introducer segments join. The customer states this is the second time this has happened. Additional information received: it was stated the events directly affected patients, had to find alternate introducer. The event did not involve an urgent/life threatening medical situation, routine insertion. This report addresses the second event.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. Initial medwatch report was submitted, upon further review it was found that this medwatch report 3006260740-2023-03423 is a duplicate file and has been voided. The original event was submitted on medwatch report 3006260740-2023-03648.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The date of event was not provided by the complainant/reporter, the date reflected in this report is the date bd became aware of the event. The device has not been returned to the manufacturer for evaluation. H3 other text : device not returned for evaluation.

Event description:
It was reported by customer that the introducer would not advance. When it was removed and inspected, a notch was noted where the inner and outer introducer segments join. The customer states this is the second time this has happened. Additional information received: it was stated the events directly affected patients, had to find alternate introducer. The event did not involve an urgent/life threatening medical situation, routine insertion. This report addresses the second event.